Event description:
A user facility reported that the evis exera iii video system center connections are bad and the image is staticky. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a video socket connecter defective locker was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a video socket connecter defective locker and front panel crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty video cable connector. Olympus will continue to monitor field performance for this device.